Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the customer stated while programming a lacted ringers infusion using interoperability the pump module populated with a 3000ml volume to be infused (vtbi), when the correct vtbi should have been 1000ml. Customer noticed it and adjusted the vtbi on the device manually before started the infusion. This was reported to bd representative while on-site. Representative pulled the order message on the hl& data and noted that the pump module received the correct 1000ml vtbi on the hl7 message. There was patient involvement but no harm.